Event description:
It was reported that the insulating ring at the distal end was broken. Surgery was completed with a 2nd instrument. After investigation of the instrument, it was found that the cutting forceps had a cracked and fractured flare, pieces were missing and could not be accounted for.

Manufacturer narrative:
Complaint is confirmed, the cutting forceps was returned with cracked, fractured flare, pieces were not accounted for. It is not known when or where the fractured occurred. We have no information as to how the device was being used at the time of this occurred. A review of the complaint data base does not indicate trending or a reoccurrence of this failure mode. We are considering this an isolated cause and will monitor the complaint data base for future occurrences.